Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the audio bolus button was under responsive. The customer alleged that the audio bolus button was under responsive to user presses. It was noted to be damaged. There was moisture noted to be around the bolus area, behind the screen and within the pump. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 07/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: during investigation, there was moisture observed under the display lens. A leak test was performed and failed due to a bolus button leak. The pump powered on to a blank display without vibration. The pump was opened and there was moisture observed throughout the pump. In addition, the audio bolus button cover was found to be missing. Unrelated to the original complaint, the battery compartment was found to be cracked.